Event description:
It was reported the patient¿s stimulator battery went dead ten days prior to call. It was noted that two weeks prior to call a manufacturer representative told the patient they would need a new implant. It was reported a week prior to call the patient was able to get stimulation to work, but then it stopped again. It was noted the patient had very little training on the external equipment. It was reported the manufacturer representative and the patient¿s healthcare provider were handling the issue. It was reported there was no malfunction of the system. It was noted the patient was not complying with the required charging routine and let the system fall into overdischarge three times. It was reported the patient was meeting with their healthcare provider in (B)(6) to discuss explant or replacement with a prime cell battery. It was reported the patient still had concerns regarding their device and therapy but were working with their healthcare provider or manufacturer representative. An appointment date of (B)(6) 2014 was noted. It was reported the patient¿s battery had stopped for a second time and was dead again.

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97754, serial# (B)(4), product type recharger; product ID 97740, serial# (B)(4), product type programmer, patient; product ID 97754, serial# (B)(4), product type recharger; product ID 97740, serial# (B)(4), product type programmer, patient. (B)(4).